Manufacturer narrative:
Based on the review of the documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly, and we have not received any other complaints from this batch. Based on the visual inspection performed, there were no defects noted on the returned cartridges and successful injection testing was performed using these returned cartridges and optical reject lenses without any damage to the lenses or the cartridges. No white film was present on the lenses after injection. Lenstec can confirm that our devices are 100% inspected at final clean and inspection and if any surface defects were present on the cartridge, it would not have been packed for shipping. Lenstec can further confirm that the cartridge, its design and the manufacturing processes are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating, "white film on lenses noted on multiple patients, no serial numbers".